Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s implant was not holding a charge as well as it used to. Patient hadn¿t switched to a new group or reprogrammed, and patient didn¿t have the need to increase parameters either. It was noted the patient charged their ins to 100% full. Patient said he would monitor for now and if it became worse then he would contact healthcare professional office. Patient mentioned that he was an amputee and the stimulation did help the nerve pain about 50%. No further complication and no symptoms were reported.